Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing was observed. Reprogramming was performed to change the sensitivity and the sensing vector. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.